Event description:
It was reported via repair work order that the brakes won't hold due to a worn cam bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.